Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2010. According to the complainant, the patient presented with a malignant duodenal tumor. The anatomy was not tortuous. During the procedure, the linear gastroscope was passed through the opening of the pyloric sphincter to the stricture site. The guide wire was passed through the working channel of the gastroscope, to the stricture site. Contrast was injected, and the length of the stricture was determined. The stent was removed from the package and inspected; no damage was noted. The stent was advanced over the guide wire and into the stricture site. During deployment, resistance was encountered as the deployment handle was withdrawn, for it was reported that the handle "did not move". As a result, the stent was partially deployed by two centimeters, and was unable to be fully deployed or re-constrained. The partially deployed stent was removed from the patient without issue. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4) relates to (B)(4) for the reported issue of stent partially deployed. (B)(4) relates to (B)(4) for the reported issue of stent re-constrainment difficulty. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.